Event description:
It was reported that this pacemaker system exhibited a high out of range right ventricular pacing impedance. Technical services referred the patient to their clinic for additional information. Additional information has been requested but not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited a high out of range right ventricular pacing impedance. Technical services referred the patient to their clinic for additional information. Additional information from the field representative provided right ventricular pacing impedances have been chronically high. Physician is actively monitoring the patient but no other actions were taken or are planned. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.